Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with two cartons of lite gloves. The customer reports that the gloves tear when pulled over the lite glove handle during set up. No patient involved.